Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the 740 series ventilator stopped ventilation and an alarm was generated. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.